Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the surgeon that the event resolved without any treatment on (B)(6) 2016, and that there was no causal relationship between the event and the product. Since the visual acuity improved while the lens still remained in the eye, the doctor considered it as a temporary event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported nineteen years following an intraocular lens (iol) implant procedure, a lens has sub-surface nano glistenings, glistenings and after-cataract. The patient is experiencing decreased visual acuity. Additional information has been requested.